Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 333 mg/dl at the time of the call. The customer stated that the cannula was bent which led to the alarm. The issue was resolved with an infusion set change. The customer does not use the belt clip, so he was advised to use the locking screen feature to avoid accidental button presses. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.